Event description:
Manufacturer's ref #: 246181.

Manufacturer narrative:
Correction of g4. Date received by manufacturer due to typo error.

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module were replaced and returned for investigation. The received log files confirm the reported event. Between (B)(6), at 19:24 and (B)(6), at 11:26, several alarms for high o2 concentration and airway pressure high were generated. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction between several parts within the o2 gas module module which led to oscillations, thus affecting the amount of gas being delivered from the gas modules.

Event description:
Manufacturer's ref #: (B)(4).